Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists multiple types of organ dysfunction and failure (right heart failure, respiratory failure, renal failure, and hepatic dysfunction), bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes. Section 6 (under caution!) States that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the heartmate 3 implant, the heartmate 3 coring tool was utilized to core the left ventricle apex. Transesophageal echocardiography (tee) left ventricle (lv) thickness measurement was 1.67 centimeters. The coring tool was used without issue. Core appeared to have residual tissue, cordae, and did not look like a "clean" cut. The surgeon stated the lv tissue was friable and noted additional bleeding on the back side of the heart. Surgeon felt that the bleeding was due to the quality of the tissue but also the coring tool not fully cutting through and "ripping" the tissue causing it to create a fissure which resulted in bleeding. Additional sutures and surgical repair was performed. The patient had a complicated operating room course that required prolonged cardiopulmonary bypass (cpb) for greater than 7 hours, fulminant pulmonary edema, and inability to wean from cpb. Veno-venous extracorporeal membrane oxygenation (vv-ECMO) was initiated, but there was difficult flow across lungs and transitioned to veno-arterial extracorporeal membrane oxygenation (va-ECMO). The patient's lactate was 16.2. The surgeon stated that the patient also had a transfusion reaction to platelets, liver failure, and kidney failure. The lvad had low flow alarms due to competing flow with va-ECMO. Care was withdrawn and the patient expired on (B)(6) 2020. Date of implant was (B)(6) 2020. Manufacturer report number of coring tool: 2916596-2020-06241.